Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses. The reporter stated that the user blood glucose (bg) readings ranged from below 70 mg/dl to above 250 mg/dl; however, the readings did not decrease below 40 mg/dl nor exceed 500 mg/dl. There were no reported symptoms associated with hyperglycemia or hypoglycemia, nor was there a report of positive ketones, assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 07/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the original complaint could not be duplicated or confirmed. The keypad was found to be fully intact with no damage or peeling observed. During testing, all of the buttons on the keypad responded appropriately. The keypad was removed and no evidence of contamination was found under the button contacts. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.